Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock of a standard bore catheter extension set was loose at the point where it was bonded to the rest of the extension set. This event resulted in a leak during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.